Event description:
Pt suffered a fracture to the middle finger of the left hand, which was fixed with 1 biofix rod. Two months following the operation, the pt experienced pain and an abscess. It was reported that the abscess disappeared but the pt discovered a foreign matter at the end of his little finger. This foreign matter was found to be unabsorbed rod.

Manufacturer narrative:
Based on the info available for this case conclusions about the cause of this problem cannot be identified. We have requested add'l info from the distributor. We will follow up this report accordingly if we receive add'l info.